Event description:
The ra lead was implanted on (B)(6) 2007 and remains implanted at this time. Additional information received stating that the ra lead showed noise due to yellow alert for automatic safety switch for impedance >2000 ohms. In addition, pacing inhibition was observed, possible intermittent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).